Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. In this case, it was reported that the subject device was originally placed for this patient who had prosthetic aortic valve endocarditis. The subject device was also replaced with another edwards valve, one size larger. The reported event was not confirmed. However, per medical records, it appears that the root cause of this explant was due to patient and/or procedural related factors. There has been no allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for six (6) months, was explanted due to perivalvular leak. This patient has a history of a bicuspid aortic valve requiring replacement. This valve was in for 2-3 years and then became infected. He was brought back to surgery for replacement of that valve with a pericardial valve (subject device) with aortic root enlargement. He had evidence of endocarditis at the time of this surgery. Now, the patient comes back with perivalvular leak of this valve. Intraoperatively, it was noted that the valve dehisced at sort of the junction of the non and right coronary sinuses. The annulus appeared to be intact without any evidence of infection. The aortic enlargement patch was well healed. The explanted device was replaced with another edwards valve, reinforcing that area that broke down with a pericardial strip. Postoperative echo revealed good aortic valve function with no stenosis or regurgitation. The patient was discharged home in stable condition on pod #4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.